Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The pump reportedly lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: during investigation, a review of the pump¿s history showed no warnings related to complaint. A power interruption for an unknown reason was observed in the black box on (B)(6) 2013 at 18:43. The pump then powered up to a replace battery alarm due to a discharged battery being installed. The battery compartment was found to be intact with no damage observed. There was no evidence of moisture contamination found inside battery compartment. The battery cap was able to be fully tightened. A power loss was not observed while testing the battery cap. The battery cap measurements were found to be within specifications. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no evidence of battery terminal intermittent contact. The issue of no power was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.